Manufacturer narrative:
Product event summary: the device was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, the implantable pulse generator (ipg) was unable to capture. The physician disconnected then reconnected the device and had the same issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.